Event description:
It was reported that an asahi sion blue guide wire was used for a percutaneous coronary intervention (pci) to treat a calcified and heavily tortuous diffuse high-grade occlusion with in-stent restenosis in the proximal to mid left anterior descending artery (lad) and a focal stenotic lesion in the ostium to proximal segment of the septal branch. When the sion blue guide wire was advanced to the lesion, significant resistance was felt. The sion blue guide wire was fractured when removed. A stent was deployed to cover and compress the guide wire fragment against the vessel wall. Immediate post-procedural coronary angiography revealed unobstructed blood flow (timi grade 3). Further oct examination indicated satisfactory stent expansion and apposition. The procedure was completed. It was informed that the patient's vital signs remained stable and he was discharged without any issues after the procedure. The physician commented that this event cannot be completely eliminated even with current medical technology, given factors such as complex anatomical conditions and severe stenosis.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Device evaluation could not be performed because the affected device was discarded at the user facility and not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. As the affected device was not returned, the cause of this event could not be identified. Based on the obtained information, results of lot history review, and referring to known similar events, it was presumed that torsion and tensile stress generated with guide wire manipulation might have been locally applied on the tip of the subject sion blue guide wire while the tip of the guide wire was trapped due to the lesion. Consequently, the distal segment of the sion blue guide wire was fractured. It was concluded that the reported event was not attributed to the product quality. Additional treatment by stenting was considered an adverse patient effect. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] always advance and withdraw the guide wire slowly. Observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects] separation of the guide wire.